Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient experienced failures of delivery failure and pump failure. The patient had injuries of failure of therapy and surgery. The date of injury was noted as (B)(6) 2017 -date of explant surgery. The pump was explanted on (B)(6) 2017. No further complications were reported.